Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. It was reported that this morning when they turned the alarm off on their apple watch it activated their stimulator. The patient stated that their whole body was shaking and it was strongest in their bicycle seat area. The agent asked if the patient had made any adjustments to their stimulation recently and the patient stated they made an adjustment on monday. The agent reviewed that their smart watch does not control the ins and suggested the patient turn the stimulation down. The patient stated that they would adjust their stim and did not need assistance from agent doing so.